Event description:
On (B)(6) 2007, I underwent a revision of a right total hip arthroplasty. I received a depuy hip system consisting of a pinnacle sector cup size 58 mm, which the 40 mm x 58 mm metal liner, the femoral stem was a summit tapered hip stem, size 9, high offset and 40 mm, +1.5 offset. Soon after surgery, I began experiencing severe pain and discomfort. Since the implantation of the pinnacle device, I experience severe pain and discomfort and inflammation in my right thigh and right hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time. Diagnosis or reason for use: failed right hip endoprosthesis.